Event description:
On (B)(4) 2015, we received a copy of medwatch, uf/importer # (B)(4). The customer reported that an alleged over infusion of tissue plasminogen activator (tpa) had occurred while a patient was connected to a continuum mr infusion system. In this report it was stated that "pump may have been programmed incorrectly. No patient harm occurred."

Manufacturer narrative:
The site placed the continuum mr infusion pump under quarantine immediately following the reported incident. Multiple documented attempts were made to have the continuum pump returned to bayer medical care, inc. For evaluation, as well as, to gain specific information related to the reported event with no success. Based on the limited information, we were unable to determine the root cause of the alleged medication over infusion. In the event additional information is obtained, a follow-up report will be submitted. In (B)(4) 2014, bayer healthcare announced a decision to permanently remove the continuum mr infusion system from the field without replacement (FDA # (B)(4)). The decision to remove the product from the field was officially communicated to this customer in writing on (B)(6) 2014. After failing to receive a response from the customer, follow up letters were sent on (B)(6) 2015 and then again on (B)(6) 2015.